Manufacturer narrative:
Method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent detached inside the patient¿s body and was not returned for analysis. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the balloon wall. The bumper tip of the device showed no signs of damage. A visual and tactile examination found several hypotube kinks across the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found a mid-shaft kink at 26mm distal from the hypotube to mid-shaft bond. The bi-component bond showed no signs of damage or strain. These types of damage are consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The chronic totally occluded target lesion was located in the heavily calcified mid right coronary artery. A 3.00 x 16 synergy ii drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent come off the stent delivery balloon and was left inside the patient. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The chronic totally occluded target lesion was located in the heavily calcified mid right coronary artery. A 3.00 x 16 synergy ii drug-eluting stent was advanced to treat the lesion. However, during the procedure, the stent come off the stent delivery balloon and was left inside the patient. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was fine.